Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) as suspected to be depleting prematurely. Over the course of one year, the battery longevity has decreased from 2.5 years to three months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) as suspected to be depleting prematurely. Over the course of one year, the battery longevity has decreased from 2.5 years to three months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) as suspected to be depleting prematurely. Over the course of one year, the battery longevity has decreased from 2.5 years to three months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.